Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was on an airplane and the pump reset unexpectedly. There was no impact to the customer's blood glucose level. It was indicated that the customer would reload a cartridge and resume insulin after the call with tandem technical support had ended.